Event description:
It was reported that during a ladg, an error sound was heard during use and the error code was unknown. The blade was broken off when it was wiped with gauze. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.